Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found the battery lock was bent. The autopulse platform is a reusable device and was manufactured on 01/30/2009. Therefore, this type of physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the distorted lcd screen. A review of the archive was performed and no discrepancies were observed. During functional testing the autopulse platform powered-up with distorted display screen. The firmware was reinstalled to remedy the reported complaint. In summary the customer's reported complaint is confirmed during functional testing. The root cause for the distorted lcd screen was attributed to a defective firmware. After reinstalling the firmware, the platform was run for 15 minutes with test manikin and 15 minutes with large resuscitation text fixture without encountering any problems. The platform passed all final testing criteria.

Event description:
It was reported that during shift check the autopulse lcd screen display was distorted. No other information was provided. No patient involvement was reported.